Event description:
There was an allegation of questionable elecsys troponin t gen 5 results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 64.5 ng/l. The doctor questioned the result which prompted the customer to repeat the sample. The repeat result was 20.0 ng/l. The sample was also repeated on another e801 analyzer and the result was 20.2 ng/l. The result of 20.0 ng/l was deemed correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The qc recovery data provided was within specification. The alarm trace showed abnormal aspiration alarms. The field service engineer (fse) evaluated the analyzer and performed precision testing, an instrument check, and qc successfully. Based on the qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.